Event description:
Pt has history of gallbladder carcinoma and needs long term access for chemotherapy. A portacath was placed via a right internal jugualr vein approach on 6/20/97. The catheter flushed and aspirated readily at the termination of the procedure. Later the next day, the catheter was accessed and used in the ER. After that, the catheter no longer flushed or aspirated. The catheter was explanted on 6/25/97-even after cutting off the catheter, the port would not flush. A new portacath was placed without difficulty.